Event description:
On (B)(6) 2009, stryker biotech learned of a report in the literature (bittar, rg, leach, j. Bmp-7 (op-1) safety in anterior cervical fusion surgery, epub ahead of print, aug 6 2009, j clin neurosci) involving a pt (demographics unk) who experienced 'moderate dysphagia' after receiving an op-1 containing product for an anterior cervical fusion on an unspecified date. The dysphagia persisted for more than three months postoperatively, but 'resolved completely' by 12 months. The physician reported that the dysphagia was not investigated and no treatment was required. Additional info will be requested.